Manufacturer narrative:
This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports. Zoll medical corporation evaluated the device and the reported malfunction of the device shutting down was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation of the power interface module board found an etch which was shorted to a screw on the smart pneumatic module board which we believe contributed to the reported malfunction. The power interface module board was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring transport of a patient (age & gender unknown), the device inappropriately shut down 5 times from time of departure from hospital to receiving facility. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.